Event description:
During a post-operative progress report, the surgeon noted the following info regarding the patient: the patient has persistent complaints of bilateral lower extremity nondermatomal pain, including weakness in his lower extremities, trouble keeping his balance, and difficulty walking. The surgeon also noted the following regarding the implanted devices: "x-rays of the lumbar spine were obtained which show good positioning of the interbody spacer as well as pedicle screws. There is really no subsidence or problem with the spacer or pedicle screws.. At this point, there is nothing really wrong with the fusion itself". This MDR is being submitted as a result of a retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issues to biomet spine during an FDA on-site inspection.